Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported that the patient was on impella 5.5 support. Upon explant, a clot was found at the outlet of the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for thrombus has been completed. As the necessary clinical information was not provided, the root cause of the thrombus was not determined. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05000. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8- should have been left blank. G1 reporting contact fax number missing.